Manufacturer narrative:
The field service engineer (fse) was on-site on (B)(4) 2008 to investigate the event. The fse found the wash valve leaking internally due to a loose pin in the rotor. The fse replaced the rotor, stator and bearing. The fse performed a system check and high sensitivity system check, which passed. The fse verified all repairs per established procedures and results meet published performance specifications. Hardware is the root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(6), 2008 through (B)(6) , 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) and ck-mb results generated on the access 2 immunoassay system for eleven patients. The patient sample was retested on another instrument and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.